Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery not charging. Battery light does not come on or flash at all.. The customer reported there was no patient involvement.

Manufacturer narrative:
The biomedical engineer will replace the power management (pm) board to address the reported problem. Review of the service history for this unit shows no further service call in the system after recommendation of power management (pm) board replacement.